Event description:
It was reported that patient had a revision knee on june 24.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that patient had a revision knee on (B)(6).

Manufacturer narrative:
An event regarding revision involving a scorpio ps femur waffle posts w/lfit was reported. The event was not confirmed. The reported device was not returned for evaluation. No medical records were provided for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review was not performed as the reason for the revision was not specified. Therefore, no device specific failure modes were identified. The exact cause of the event could not be determined because even though an explant date was provided, the indication for the revision was not provided and no medical records were provided for evaluation. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. .